Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed a ¿high alarm displayed: air in line detected¿ alarm message occurred. Functional testing was performed and the issue could not be replicated. The most probable cause was determined to be an intermittent air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited air in the line after running five minutes. It is unknown if there was patient involvement, no adverse patient effects were reported.